Event description:
Stryker reprocessed device ligasure maryland jaw without nano-coating, 44cm (ref #lf1944, lot# 15042699, expiration date 06/26/2026). Surgeon stated that the device was not working properly, it made a clicking sound, but would only partially engage with tissue. Device would not fully engage tissue to function adequately. Device was replaced with an a new ligasure maryland that had not been reprocessed. The new device worked properly and the case continued. The defective device is secured and needs to be returned to the manufacturer.